Event description:
Customer called to report they were hospitalized for high bgs. It was stated that the device had a blank display a couple days prior to the hospitalization. Pt reset the setting, time, and date. Troubleshooting was performed. The alarm history showed an alarms messages. Customer felt better at the time of call.